Event description:
The pt had rec'd a partial knee arthroplasty, performed using the tactile guidance system (tgs, k052851) and stelkast's unicondylar knee system (k032824) approx six yrs prior. The surgeon revised the pt to a total knee replacement due to progression of the pt's osteoarthritis.

Manufacturer narrative:
The surgeon stated that he felt the cause of this revision was normal progression of osteoarthritis disease with this pt. The original case was performed on a tgs; case session files from the time of the original case six yrs ago are not compatible with current systems and were not able to be reviewed.